Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A photo was sent in place of the reported device. Visual inspection of the photo, no discrepancies were visual detected that affected the functionality of product. No other analysis was performed. Root cause could not be determined as complaint could not be confirmed.

Event description:
It was reported that leaking occurred at the joining of the two different size tubing and at the hard plastic piece that attaches to the pump. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08387 is no longer considered reportable, please disregard any MDR reports associated with it.